Manufacturer narrative:
(B)(4). The product analysis indicates that the stim board (assy-2524-003) was replaced due to the stim voltage test results falling below specified minimum values. The item was updated to current design specifications. The item was tested and passed manufacturing sp ecifications. This device is used for therapeutic purposes.

Event description:
The nim eclipse controller was returned for preventive maintenance. Upon evaluation of the device, it was indicated that the stim voltage test results were below minimum specifications and no error messages were received. There was no injury reported as a result of this event.